Manufacturer narrative:
Eval: the iab was returned for eval with the membrane noted to be completely folded. A datascope 10 french, 6 inch sheath/hemostasis valve assembly (clear) was returned but it was not in place over the balloon catheter. Blood was noted on the exterior of the membrane, within the inner lumen, and on the sheath assembly. Visual examination revealed no kinks in the iab catheter but several kinks were observed in the sheath tubing. The catheter od and sheath ID were measured and found to be within datascope's mfg specs. Examination of the hemostasis valve revealed the white gasket to be unseated within the valve body. With a vacuum drawn and maintained on the folded membrane, it was not possible to insert the iab through the sheath/hemostasis valve assembly due to the position of the valve gasket. The reported difficulty was verified.

Event description:
The dr was performing an open heart procedure and the pt crashed. The dr tried to insert an iab through a 6" sheath but was unable to. The iab was removed and a second was inserted. As a result of the event, the pt experienced excessive bleeding and a drop in blood pressure. The pt's status after the event was unk. Inspite of several calls to the facility, the iab was never returned to datascope for eval. On 1/27/98, the following was reported to datascope: the user was unable to insert the balloon catheter through the introducer sys. The surgeon asked that the items be returned to the MFR for eval. It was states that this was not a pump problem and that after replacing the catheter, insertion was uneventful. (The iab was finally returned to datascope on 1/27/98). [Event complications]: bleeding/the pt's blood pressure dropped0rpt'd 12/9/96. [Pt's current status]: unk-rpt'd 12/9/96.